Event description:
The hcp reported a catheter blockage. No drug has been dispensed since the implant. A dye study was attempted, but the hcp was unable to aspirate any fluid from the catheter. The pt was brought back to the operating room, the physician disconnected the catheter from the pump, aspirated from it, reconnected it and it worked appropriately. Add'l info has been requested from the hcp, a f/u report will be submitted if add'l info becomes avail.